Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle resisted. The following information was provided by the initial reporter: bd safety glide 25g needle is resisting.

Manufacturer narrative:
H6: investigation summary it was reported the needles were clogged. To aid in the investigation, three hundred sixty-three samples in sealed packaging blisters were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-four samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle resisted. The following information was provided by the initial reporter: bd safety glide 25g needle is resisting.